Event description:
Our ventilator detected an error with the monitor and reset the monitor to solve the issue. In the process of resetting the monitor, the ventilator changed the mode of ventilation by itself causing the ventilator to stop giving breaths to a patient that was not spontaneously breathing. We intervened immediately to prevent patient harm but this could be catastrophic for patients. This was reported to the manufacturer that initially said it was a "known issue, and they would address it via a software update sometime this summer" which is unacceptable for a life support device.